Event description:
It was reported that during a dialysis treatment the venous limb of the catheter separated at the catheter insertion site. The pt was sent to the hosp and the catheter was replaced.